Event description:
Complainant alleged that the clinicians were treating a patient (age and gender unknown). The clinicians attempted to defibrillate the patient, but the device displayed a "pacer fault 117" error message. The clinician then obtained a second device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.